Event description:
It was reported that after an ion transbronchial procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The procedure was completed, but no diagnosis was made. A 21 gauge needle was used. The lesion biopsied was peripheral; 15 mm in size; and located in the right lower lobe touching the pleura. A large pneumothorax was identified and it did increase in size over time. A 14 french chest tube was placed to resolve the pneumothorax. Per the physician, no other medical interventions were provided. The patient was hospitalized for a total of 4 days then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2022 , a review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc (isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home.